Event description:
It was reported that product packaging was punctured by its blades. No adverse consequences were reported.

Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged.